Manufacturer narrative:
Event was reported by the pt by e-mail to coopervision. This is being reported as a corneal ulcer. Method code: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn.

Event description:
Pt reported in an e-mail that after wearing avaira toric lenses he had ulcers and abrasions in the left eye. Attempts to contact the pt for additional info were unsuccessful; therefore, the diagnosis and any treatment received could not be confirmed nor denied.